Event description:
Additional information received from the company representative who covered the surgery that there was no mention of high impedance or any complaints received from the patient's parents. Also the explanted generator was discarded.

Event description:
It was noted that high impedance was seen at one point and also normal impedance for this patient. It was also reported that the patient had experienced discomfort with stimulation and had their settings adjusted. When following up with the patient's neurologist they did not have any information on high impedance so it is unclear when high impedance was observed. The patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.